Manufacturer narrative:
A remote service engineer (rse) worked with remote clinical support (rcs) to check the settings and audit trail. It was verified that the alarms are not being filtered out based on configuration. The rcs reviewed the clinical audit trail remotely, which indicated sound was being played; however, it was witnessed that yellow alarms were shown visibly but not heard. The rse rebooted the alarm reflector, and the alarms were tested again. Alarms were able to be seen and heard. Based on the information available and the testing conducted, the cause of the reported problem appeared to be a computer software hang related to the alarm reflector. The reported problem was confirmed. The customer rebooted the alarm reflector to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the patient information center ix indicating that when a red or yellow alarm is generated, there is no sound being played at the pic station. They see the visual alarms but are unable to hear the alarms. The device was in use on patient at time of event, there was no adverse event reported.